Event description:
I had implants removed because of long list of symptoms: hypothyroidism, debilitating eczema on my hands, heart palpitations, sudden onset of severe joint pain, extreme hair loss, burning in the back of my neck, chronic fatigue, restless leg syndrome, swelling of face and body, digestive disturbances, photo sensitivity, rashes, over active bladder. They were both ruptured. It has been 2 months and almost all my symptoms are gone except eczema because it was fairly severe; flair ups have lessened and severity as well. There is not test for complications with breast implants. FDA safety report ID # (B)(4).